Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The explanted ipg was not returned due to hospital policy.